Event description:
The initial reporter received questionable elecsys troponin I stat results for one patient tested on a cobas e 411 disk. The patient's initial troponin result was not reported outside the laboratory. "Approximately 3 hours later," the patient had a second sample collected and tested. Due to the difference in troponin results between the two samples, the customer performed repeat testing with the patient's initial sample. The patient's initial troponin result was (B)(6) ng/ml. The patient's initial troponin result with the second sample was "<0.1" ng/ml. The patient's repeat troponin result with the initial sample was "<0.1" ng/ml. The troponin reagent lot number was 547434 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer replaced the sample/reagent (s/r) probe and the measuring cell. He performed system checks. After service, no further issues were reported. The investigation found 13 mm samples tubes were used without 13 mm rack adapters. Per product labeling, "warning: incorrect results and errors due to misaligned sample tubes. Not using a 13 mm sdta with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors. Always use 13 mm sdtas with 13 mm tubes. Ensure that sample tubes are straight. Ensure that barcode labels are not damaged and that the barcode scanner can read them. Ensure that 13 mm sdtas are not exposed to direct sunlight. If a larger diameter tube is left inserted in a 13 mm sdta for more than 3 days, then the adapter may become distorted. Do not insert smaller diameter tubes into distorted adapters as they may not align correctly." The investigation determined the service actions resolved the issue.